Event description:
Pump declared a cartridge change error, leading to a blood glucose level that was reported as "high" without specific values given. Customer managed the high blood glucose by administering a correction injection manually and did not require additional assistance. Technical support guided the customer through inspecting and cleaning the pump components, ensuring the cartridge was properly attached, and completing the load process. Customer was able to successfully resume insulin delivery following these instructions.